Event description:
A customer experienced pain while wearing of the abbott diabetes care (adc) device, which causes bleeding, slight burning sensation, and mild redness. A caregiver (family member) removed the adc device and applied new adc device for treatment. No other treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.